Event description:
#Medwatcher #(B)(4). I don't know how to change the date back further. But I get very sharp stabbing pains heavy flows when I have a period sometimes its monthly sometimes its 3 or 4 months. I just can't get over the pain. I'm making an appointment with a doctor.